Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although the root cause could not be stablished it, is likely the following led to the malfunction: a degradation problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo fiberscope exhibited the introduction sleeve coating peeling off. There was no patient involvement.